Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with following preoperative diagnosis: herniated disc l4-5; herniated disc l5-s1; spinal stenosis l4-s1; degenerative disc disease l4-5; degenerative disc disease l5-s1. The patient underwent the following procedures: l4-5 and l5-s1 and discectomy; l4 through s1 laminectomy, facetectomy, foraminotomy, extensive decompression; l4-5 and l5-s1 posterior lumbar interbody fusion; local autograft bone; appilication of metallic cages in l4-5 and in l5-s1; l4 through s1 instrumentation; l4 through s1 posterolateral fusion; injection of intrathecal morphine; use of fluoroscopy; 360 degree fusion through a single posterior approach. Per op notes: two 12mm x 22mm cages were filled with bone morphogenic protein and inserted into the l4-5 disc space. Some of the local bone graft was also inserted anterior to the cages. At l5-s1, a 12x 22mm cage was inserted on the left side. On the right side, the patient had conjoined nerve roots of l5 and s1. A cage could not be placed due to the restricted access. However, bone graft was inserted on the right side in l5-s1. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.